Event description:
It was reported that the 9800 system had poor image quality. Also, the vertical lift column makes noise. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue is currently under investigation. A follow-up report will be filed when add'l details become available. This MDR is related to ge healthcare complaint number.